Event description:
It was reported that the preloaded intraocular lens (iol) was cut and removed from the patient's operative eye as it was missing a haptic. The procedure was completed successfully using a backup lens in the same procedure. There was no patient injury and no other interventions were reported. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaint was received from this po. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 12, 2022. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. A detached haptic was also observed. Based on the return condition of the lens no further product evaluation could be performed on the lens. External inspection of the handpiece revealed no assembly issues. Trace amounts of viscoelastic residue was observed in the cartridge which suggests an inadequate amount of ovd was used during loading and insertion which may contribute to deployment issues (including the defects listed in this evaluation). The complaint issue was confirmed; however, this cannot be confirmed to be related to manufacturing (refer to previous statement regarding inadequate ovd usage) and therefore no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.